Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance, no cosmetic defects were found on the device a dimensional inspection was performed and met specifications a partial functional test was performed between device 03.043.024 insertion handle/ radiolucent long and device 03.043.029 aiming arm/ radiolucent , both devices were able to be assembled and disassembled . An exact functional test was unable to be performed due to the screw not being returned the overall complaint was not confirmed as the observed condition of the insertion handle/ radiolucent long would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part number: 03.043.024-us lot number: 3183p67 manufacturing site: hägendorf release to warehouse date: 24-jan-2023. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date the event is regarding tibial nail tna advanced which includes insertion handle, aiming arm and connecting screw. During surgery the tibial lateral locking screw was re-pulled off. Nail was not stocking in, and they were unable to get the radial locking screw in. They believed there was a deformation in one of the pieces which includes insertion handle, aiming arm and connecting screw. There was a 5 minutes of surgical delay. The surgery was completed successfully.